Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure when the physician opened the package of the implantable cardioverter defibrillator (ICD) he discovered that the package was defective and sterility was not guaranteed. Another ICD was implanted. No patient complications have been reported as a result of this event.